Manufacturer narrative:
Repairs have not been completed.

Event description:
The accounts biomed stated the pendant cable is damaged and exposing bare metal wires. He is not aware of how the cable was damaged.